Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# n0028636, implanted: (B)(6) 2005, product type: lead. Product ID: 377775, lot# n0029380, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. The reporter stated the patient had not been seen since 2005. The reporter further stated they were attempting to arrange follow up.

Event description:
It was reported the patients implantable neurostimulator (ins) was dead. It was reported it was "not even working" for almost two years. It was noted the patients back was "doing fine".